Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined.

Manufacturer narrative:
Device was lost by customer and will not be returned to manufacture.

Event description:
The doctor reports that the patient's healing collar (hc445) came off. The patient was not aware of that it had come off. The doctor stated that they have to clean up the inner aspect of the implant and place a restoration.